Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother reported that the pump reportedly became extremely hot and began to emit smoke. The patient held the pump by the infusion set tubing, disconnected, and someone at school removed the battery. The reporter said that the patient put alkaline batteries in the pump and that it had been in the pump for about four weeks. The battery appeared charred on the positive terminal when it was removed from the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 10/31/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the battery removed with the pump shows evidence of moisture damage. There was evidence of corrosion observed inside the battery compartment. Investigation could not be adequately completed because investigators were unable to power on the pump.